Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had faint lines on the screens. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the video generator board then completed the pm service with full calibration, functional and safety checks to meet factory specifications. Unrelated to the reported issue, the fse replaced the tidal volume disk due to the hours. The iabp unit passed all calibration, functional and safety test per factory specifications and was released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).